Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient not bolusing for the food they are eating).

Event description:
The patient contacted animas on (B)(6) 2014 reporting that they felt the pump not working like it used to and the blood glucose (bg) levels are higher. The patient stated that their current bg was 500mg/dl. The patient treated with 14.55 units by pump and the bg started to come down. Cs reviewed with the patient that most likely the reason for the high is because the patient has not been taking a bolus for the food they are eating. This report is being made due to the hyperglycemic event the patient experienced due to the patient not bolusing for the food they are eating.